Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the existing needle and successfully filled the cartridge and resumed insulin delivery.